Event description:
It was reported that during a procedure of the left anterior descending artery, the xience prime stent delivery system was delivered and deployed, however, difficulty was encountered during the attempt to remove the balloon after deflation. It was noted that the balloon was successfully removed but the balloon appears not to be fully deflated. There was no reported adverse patient effect. There was no reported clinically significant delay to the procedure. Though requested, no additional information was provided. Return device analysis revealed there is a balance middleweight (bmw) guide wire frozen in the xience prime catheter. There is a bend in the bmw tip and offset intermediate coils just proximal to the center solder.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all addiitonal relevant information. The xience v has been filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the difficulty to remove issue. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on visual/functional/dimensional analysis of the returned device, there is no evidence to suggest that a product deficiency.